Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, retested and returned to the customer. Additional repairs outside the recall repair were addressed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Lvp bezel recall 2019- 07/23/2019 14:48:14 sandra j mcdonald (smcdonal) lvp bezel recall 2019 greg joyner, biomed 901-595-3392 greg.joyner@stjude.org 10/19/2019 06:33:51 allan dulay (adulay) est - rcl to mnr 10/23/2019 13:37:47 lauryne wasan (lwasan) npi confirmed updated from rcl to mnr for the minor repairs needed per allan dulay, service tech. Repair approved by rachel heitzman, biomed, at r achel.heitzman@stjude.org for $230. Use new po# 7902912 11/08/2019 14:26:18 allan dulay (adulay) unit received with software v9.33.0.50 11/11/2019 09:35:14 annette a mendez (amendez) 1001910521660003810500119242618148 12/05/2019 07:31:50 joseph kuhls (jkuhls) during the repair process, it was determined that the original problem code should have been brok (broken damaged) for complaint trending purposes file reopened to add track wise pr number to the device data field. This file was initially classified as a level 3 non-complaint for preventative maintenance, upgrade, reconditioning, customer inquiry, or recall which do not require customer advocacy quality review or a no patient involved statement. This file contained documentation of product deficiency allegations, and/or repairs (which may or may not have been performed) that are out-of-scope with the initial level 3 non-complaint. Such documentation upgraded the file to a level 2 complaint, which required a level 2 customer advocacy quality review.